Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the complaint device (aiming arm/lat/f/multiloc proximal humeral nail, part number 03.019.008, lot number 8404429). The complaint device was received in a used condition. As previously reported, a review of the device history records revealed that no non-conformances were generated during the production of the complaint device and that there were no issues during manufacturing. During the manufacturing investigation, all relevant and significant characteristics like dimensions were checked. All checked and measured characteristics are within the specifications. The article passed all functional tests. There are no references to the reported issue. No manufacturing related issue was identified and/or confirmed. The complaint condition is unconfirmed. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. The review showed that no ncr's were generated during production and the work order showed no deviations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during the surgery for a proximal humeral fracture using mhn (multiloc humeral nails) on (B)(6) 2016, the drill bit interfered with the nail. Prior to the nail insertion, the surgeon checked and confirmed that the drill bit wouldn't interfere with the nail. When the surgeon tried to insert the screw to the most distal hole, it went out of bounds. He then removed the screw (left the depth gauge on the same hole), drilled the second distal hole, inserted the screw to the second distal hole. He tried the most distal hole again; however, the drill bit interfered with the nail and couldn't drill. Eventually, the surgeon drilled by hand and completed the surgery. No surgical delay or adverse consequence was reported. This is report number 1 of 2 for (B)(4).